Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for diverticulitis that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During the patient¿s hospitalization, it was found the patient had peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained on (B)(6) 2022 in the hospital presented with staphylococcus epidermidis and an elevated white blood cell count (exact number unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1750 mg every 5 days for two weeks and ip cefepime at 1000 mg daily. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s diverticulitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique (or touch contamination) is leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count was taken in the outpatient clinic on (B)(6) 2022. The patient was prescribed intraperitoneal (ip) cefepime at 2000 mg daily prophylactically for a suspected peritonitis infection. Prior to return results on the culture and wbc count, the patient was hospitalized on (B)(6) 2022. The resulting culture from the outpatient clinic presented with staphylococcus epidermidis and an elevated wbc (exact count unknown). The patient was hospitalized on (B)(6) 2022 for diverticulitis that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During the patient¿s hospitalization, the patient was treated for a peritonitis infection, characterized by abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained on (B)(6) 2022 in the hospital presented with staphylococcus epidermidis and an elevated wbc count (exact number unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed ip vancomycin at 1750 mg every 5 days for two weeks and ip cefepime at 1000 mg daily. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s diverticulitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Corrected information provided in b3, b5, and b6.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for diverticulitis that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During the patient¿s hospitalization, it was found the patient had peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained on (B)(6) 2022 in the hospital presented with staphylococcus epidermidis and an elevated white blood cell count (exact number unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1750 mg every 5 days for two weeks and ip cefepime at 1000 mg daily. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s diverticulitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.